Event description:
A physician attempted arteritomy closure with the starclose device. Post deployment of the starclose, the pt experienced leg pain. The pt was transferred to a radiologist who noticed the front and back wall of the common femoral artery was stitched together. A vascular surgeon was contacted and the pt was taken to surgery.

Manufacturer narrative:
The device was not returned and there was not lot info. We were not able to performe device inspection or device history record in this case. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.